Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Patient reported left side ¿swelling¿, ¿seroma¿, ¿capsular contracture grade IV¿, ¿microcracks, rupture¿, ¿¿pain¿, ¿deformity" and "psychological damage". Healthcare professional reported "no rupture of the prostheses" and seroma on the contralateral side. Device has been explanted.